Event description:
Facility personnel responded to a person described as in cardiac arrest. The device was connected to the patient in an attempt to analyze the patient rhythm. Reportedly, the device continuously prompted connect electrodes and rhythm analysis could not be completed. No additional information concerning the event was reported. Patient outcome was not reported.